Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported there were multiple, intermittent events in which the customer received inaccurate fill estimates after loading a cartridge. The customer experienced a blood glucose level of up to 450mg/dl during these events. After review of the pump logs, it was verified that the customer's fill estimates become inaccurate after the cartridge has less than 150 units of insulin remaining. Reportedly, the customer continued to use the pump for insulin therapy.